Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the most likely cause is excessive bending of the cross connector which resulted in the fracture.

Event description:
It was reported that; during surgery (l2-s fixation), when surgeon tightened locking plug of the cross connector 28 mm, abnormal noise occurred and the arm portion was broken. After that two cross connector 30 mm were broken during bending using bender.

Event description:
It was reported that; during surgery (l2-s fixation), when surgeon tightened locking plug of the cross connector 28 mm, abnormal noise occurred and the arm portion was broken. After that two cross connector 30 mm were broken during bending using bender.